Event description:
It was reported that multiple of the same malfunction alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl on bg meter and high on the pump. A correction injection via manual injection was administered to address bg level. Reportedly, customer received normal assistance by a 3rd party but was not incapacitated due to bg level. The customer reverted to manual injections for insulin therapy.